Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device detachment from the core wire occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was selected. The physician deployed the device; however, the core wire came detached from the closure device leading to an inadvertent release of the device. The physician left the closure device where it was as he could not retrieve it. It was implanted successfully. There were no patient complications and the patient is fine.

Manufacturer narrative:
Hantla j, crna, et al. (2017) heart rhythm, vol. 14, no. 5, page s512. Patient age at time of event, patient age at time of event (units), describe event or problem, other relevant history, complaint source(s): updated. (B)(4).

Event description:
It was further reported via journal article that the closure device was deployed into the laa at appropriate position but with marginal compression (8-14% on tee 0-135). No color flow was seen around the device. Stability of the closure device could not be verified. The closure device position was verified as unchanged by serial transesophageal echocardiogram (tee) at 30 min, 6 hours, 24 hours, 48 hours, and 7 days later.